Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information in the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 - event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. H11 - attempts have been made to gather all product identification information and no further information has been provided the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Fricka, k.b., wilson, e.j., strait, a.v, ho, h., hopper jr, r.h., hamilton, w.g., sershon, r.a. (2024). Bone joint j,106-b(9), 916¿923. Doi: 10.1302/0301-620x.106b9.bjj-2024-0075.r1.

Event description:
On 28-jul-2025 a journal article was retrieved from then bone & joint journal (2024 that reported a study from (B)(6). The purpose of the study was to compare outcomes of fixed-bearing (fb) and mobile-bearing (mb) ukas from a single high-volume institution. The study reviewed primary cemented medial ukas performed by seven surgeons from january 2006 to december 2022. A total of (B)(4) were identified, including 2,315 fb and 684 mb cases. The 684 cases in the mb group used the phase 3 oxford partial knee with two femoral pegs. The study population had a mean age at surgery was 66.0 (32.9 to 92.1), years at time of surgery; (number of 300males/384 females). Mean length of follow-up 4.2 years (3.6; 0.0 to 15.6). The study reported 8 patients within the mb group with swelling/effusion unknown treatment or timeframe. Attempts have been made and no further information has been provided.